Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). (B)(6). Final analysis found that the lead was returned in two pieces. An insulation abrasion was noted at 7.8 cm to 8.4 cm from the distal tip which exposed the outer coil. Abrasions are indicative of constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.